Manufacturer narrative:
Manufacturing site evaluation: evaluaton on-going.

Event description:
During an acdf case, as the surgeon advanced the screw into the plate, the ring popped out. The driver was engaged in the screw and the ring popped out as the head of the screw was moving through the holes in the plate. No patient injury reported, surgery was delayed by 50 minutes. Components in use: sc513t/quintex hybrid plate 1-level 24mm lot number: 5194254; (2) sc502t/quintex semiconstrained screw 4.0x14mm lot number: 51910193; sc5191t/quintex semiconstrained screw 4.5x13mm lot number: 51909771; (3) sc502t/quintex semiconstrained screw 4.0x14mm lot number: 52118739 (complained item).

Manufacturer narrative:
Complaint regarding five sc502t-quintex semiconstrained screw 4.0x14mm with lot 3x 52118739 and 2x 51910193; one sc591t ->quintex schraube semi-rigide 4,5x13mm with lot 51909771; and one sc513t ->quintex hybrid plate 1-level 24mm with lot 51914254. All devices received for investigation in a decontaminated condition. All devices were checked visually. Two implants with loosened locking rings and the plate were investigated microscopically. One side of the underside of both screw heads show significant wear marks.the plate shows corresponding wear marks. Both screws show circular wear marks. Some segments of the locking rings are bent. The other devices show no failure or traces of damages. The device quality and manufacturing history records of batches (B)(4) were reviewed. The quality records as well as the production documents comply with specifications and do not present any discrepancies. These are the only two screws with the mentioned failure in relation to this batch. Based on the information available as well as a result of our investigation the root cause of the failure is most likely user related. On the basis of the mentioned visible wear marks, it can be assumed that both screws were inserted (positioned and/or driven) at an incorrect angle. It is also possible that a drilling jig was not used. As a consequence, the locking rings were levered because only one or two of the pedals were pressed in an unusual way with high forces against the locking ring. No corrective/preventive actions are necessary.